Event description:
A customer reported the freestyle libre 2 sensor detached after 3 days of wear. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿blood poisoning¿, vomiting, fever, and a loss of consciousness. The customer was taken to a hospital and hospitalized for 2 months with the treatment of insulin (type/dose unknown) via IV and antibiotics. No further information was provided as the customer disconnected the call. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section d4 (serial no) has been updated from (B)(6) to unk as the reported serial number was deemed invalid during the investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continues to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached after 3 days of wear. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿blood poisoning¿, vomiting, fever, and a loss of consciousness. The customer was taken to a hospital and hospitalized for 2 months with the treatment of insulin (type/dose unknown) via IV and antibiotics. No further information was provided as the customer disconnected the call. There was no report of death or permanent impairment associated with this event.